Manufacturer narrative:
(B)(4). The device was returned to baxter. The identified "door not fully latched" alarm was observed during power up but could not be reproduced during eval. The reported symptom was caused by a damaged lower hook switch. The lower auxiliary assembly (including hook switch) was replaced.

Event description:
During baxter's functional testing, it was found that a spectrum pump had a door not fully latched alarm. There was no pt involvement.